Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3316 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3316 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Both fallopian tubes have embedded metal coils in the proximal segments [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both fallopian tubes have embedded metal coils in the proximal segments") in an adult female patient who had essure inserted (lot no. C06467) for female sterilisation. The patient had a medical history of spontaneous abortion, parity 3 and multigravida. As concurrent condition the report mentioned abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): - normal-appearing external genitalia. Normal-appearing urethral meatus. Normal-appearing vaginal vault with no masses, lesions, bleeding, abnormalities. Cervix was normal in appearance with no masses, lesions, or abnormalities. Cervical diameter measures 2.5 cm. Uterus sounded to 10 cm. - bimanual exam demonstrated a small, mobile anteverted uterus. Nonpalpable adnexa bilaterally. No uterosacral nodularity. - upon entry into the abdomen, no evidence of injury. No adhesive disease noted. Normal-appearing liver edge and diaphragm. Normal-appearing pelvic sidewalls, omentum, bowel. - normal-appearing uterus. Normal-appearing fallopian tubes and ovaries bilaterally. Otherwise grossly normal appearing remainder of abdomen. - ureters identified bilaterally transperitoneal and were free of trauma at the end of the case - intraoperative path: deferred - adequate hemostasis at conclusion - cystoscopy noted to have normal appearing urothelium free of trauma. Brisk bilateral jets were visualized [pathology test] on (B)(6) 2023: diagnosis · bilateral unremarkable fallopian tubes. Organ or tissue uterus, cervix, bilateral fallopian tubes gross description: there is a 0.6 x 0.4 x 0.2 cm soft tan-red polyp in the left cornua. The tubes are otherwise unremarkable. Both fallopian tubes have embedded metal coils in the proximal segments. Batch number:c06467,expiry date:31-dec-2016,manufaturing date:17-dec-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-oct-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.